Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No blood was observed in the delivery tube. Minimal blood was observed on the loading device. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned outside the delivery device. The seal showed no signs of delamination or cracks. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. The device was returned in the fully deployed condition. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. The cuter was also returned, however no problem was reported and there were no problems noted with the device. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hospital and staff are very experienced users. The device failed to load properly and a second heartstring was opened to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hospital and staff are very experienced users. The device failed to load properly and a second heartstring was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No blood was observed in the delivery tube. Minimal blood was observed on the loading device. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned outside the delivery device. The seal showed no signs of delamination or cracks. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. The device was returned in the fully deployed condition. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. The cuter was also returned, however no problem was reported and there were no problems noted with the device.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hospital and staff are very experienced users. The device failed to load properly and a second heartstring was opened to complete the procedure.